Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one sm plus sbt/oval balloon dissector. The dissector balloon was disengaged. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of disengaged dissector balloon may occur if excessive force is applied when inserting or removing the obturator or instrument. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter: during an laparoscopic right inguinal hernia repair, the balloon came apart from the dissector and it was left in the trocar on the patient. The balloon was retrieved from the trocar with graspers. There was no patient injury.